Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Additional information was not provided. Customer declined to have tandem technical support follow up. There was no reported adverse impact the customer¿s blood glucose.